Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation that required pericardiocentesis, drain placement and prolonged hospitalization. The patient suffered a cardiac perforation and pericardial effusion during a premature ventricular contraction (pvc) ablation procedure. During carto 3 system mapping of the right ventricle there was what appeared to be "strange anatomy." The physician then accessed the left ventricle from a retrograde aortic approach and noticed that the "spacing between right ventricular outflow tract (rvot) and left ventricular outflow tract (lvot) fast anatomical mapping (fam) anatomy did not match up." The intracardiac echo imaging revealed an effusion. There was a small decrease in the patient's blood pressure. A pericardiocentesis was performed and the bleeding stopped, a pericardial drain was secured in place. The physician continued mapping and ablating. After several radio frequency (rf) applications, they noticed the patient started bleeding again as the pericardial drain had produced more output. The ablation procedure was stopped at this point. The last known patient status was stable. Patient was monitored in the hospital overnight. Additional information was received on 28-jan-2026. Lab values pre/post case within normal limits (wnl); one instance of hypotension; easily resolved with fluids; the patient received 2 units during procedure. The "perf" occurred during mapping phase in rvot. No transseptal (tsp) performed. No ablation before identifying effusion on 2d sound. During mapping, low flow irrigation for smarttouch sf active. Likely "perf" location in rvot. Force vector, graphs viewer and dash board values present. During mapping, high force values and blinking red set at 40 g per md standards. Noted high forces in rvot. No errors or issues noted on carto or ngen during any point in the case. The patient was stable during entire case and responsive after. Monitored in hospital overnight. No cardiothoracic (CT) surgery required. Tap performed during procedure to drain blood. Bleeding stopped during case. Resumed at end of case and drain remained in place for observation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 09-mar-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31717001l number, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).